Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open oozing irritation under the device. There was no alleged device malfunction. The patient did not seek any medical intervention. The patient's medical condition is unknown at this time.